Manufacturer narrative:
Terumo obtained the actual devices that were used and decontaminated through the bleach process and evaluated. A visual inspection of the centrifugal pump noted that the pump impeller was separated which likely caused the lack of forward flow as reported. Terumo is still investigating this issue and will be submitting a follow-up report when more information becomes available. For this reason. (B)(4).

Event description:
On (B)(6) 2010, it was reported by the user facility ((B)(6)) to terumo cvs that during cardiopulmonary bypass surgery, they could not get forward flow from the oxygenator. The user facility reported that the oxygenator and centrifugal pump were changed out and there was 2000 cc of blood loss. Cardiac message had to be performed until the patient was put back on bypass. The patient was prophylactically treated with antibiotics and held in observation for several days. Patient's status was reported as ok. The surgery was completed successfully.